Event description:
The customer stated a false negative result was generated on the architect hbsag assay. A patient with abnormal liver function test results generated a negative result on the architect hbsag assay. One week later, the patient was tested using the pcr method (B)(6) and the result was positive. The second specimen was also tested on architect hbsag and yielded a negative result. The patient was negative for anti-hbs and anti-hbc on architect. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) this report is being filed on an international product, (B)(4), architect hbsag, that has a similar product distributed in the us, list number 1l80, architect hbsag.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.